Manufacturer narrative:
On june 15, 2021, mentor became aware that lot number 5627077 was erroneously omitted in follow up report 1. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). D4. Lot field has been updated.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that h3 and h6 fields were erroneously omitted in follow up 3. Manufacturer¿s reference number: (B)(4) the investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced edema, mild skin thickening and a rupture on the gel siltex mod-rnd 375cc breast implant. Moreover, the left axillary lymph nodes had the characteristic snowstorm appearance of silicone. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. During the visual evaluation of the gel siltex mod-rnd 375cc, a tear was observed in the anterior aspect measuring approximately 12.0 cm. In addition, some lines of shell wear were noted in the same view. Microscopic examination was performed and the cause of the tear could not be identified.

Manufacturer narrative:
On may 6, 2021, mentor became aware that patient had an explantation on (B)(6) 2021. Reason for device explant and/or reoperation: granuloma, local reaction and rupture. On may 26, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On june 27, 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Note: serial number provided is (B)(4). Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent breast augmentation revision surgery with a 375cc mentor memorygel breast implant experienced left sided granuloma, local reaction and rupture post procedure. Patient noticed that the skin on the left breast was warm. Patient had an ultrasound on (B)(6) 2021, which confirmed left breast edema and mild skin thickening. Moreover, the left axillary lymph nodes had the characteristic snowstorm appearance of silicone. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.